Manufacturer narrative:
The returned device was evaluated and no damages or defects were seen with the needle mechanism or cannula assembly that would cause the cannula to dislodge. No damages were observed to the soft cannula. Fluid was observed passing through the fluid path and exiting the distal tip of the soft cannula successfully. Inspection of the device did not find any issues with the cannula assembly that would result in a failure to deliver insulin. The downloaded data shows timeouts in the middle of the run, but the device was able to correct itself and no alarms or drivestall were seen.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The user reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. While "sleeping," the pod fell off, thus, the cannula dislodged from the infusion site (abdomen). The cannula had a kink in it as well. As treatment for hyperglycemia, the pod was changed, a correction was given and water was consumed.